Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.

Event description:
It was reported that the procedure was being performed on a male pt. The pt coded and they attempted to place the central venous catheter (cvc). During insertion, the spring wire guide (swg) kinked three times. At which time, the physician tried putting the swg in backwards, but could not get it in. They did not have another kit on the floor, so by the time they got the kit, the code was over. The physician did not get the line placed however, one of the nurses finally got a peripheral IV placed. Approximately 10 minutes after peripheral access was gained, the pt coded and died. Additional info received by the sales rep from the involved ER physician on (B)(6) 2010 stated "the incident occurred on or around (B)(6) 2010. I don't know the exact date without scouring through medical records. I am not sure off hand without looking at the actual medical record what exactly brought the pt to the hosp. I was called up to the floor because the pt coded. For what I can remember, the pt was found pulseless on routine rounds (he wasn't on a tele floor) and had no IV access because he refused it. We spent 10-15 minutes trying to get an IV in. I attempted on the right femoral multiple times. I could get a flash but not get the wire through. The wire kinked so I tried the backside of the wire, but could not pass it. I believe I even tried the pt's left femoral, but couldn't get it to pass. I don't believe that this was the cause of the pt's death, truthfully I think that the pt had likely been pulseless for awhile, but I can't tell what would have happened if I could have gotten that line in." Further info received by the sales rep from the head of emergency room (ER) physician on 07/01/2010 stated "ER physician was responding to a code blue on the floor. He is an ER doctor but the pt was an inpatient. When we respond to a code on the floor, our role is very focused, IV access, secure the airway and manage the cardiac arrest until resuscitation, death, or the primary care provider arrives and assumes care of the pt. Most of the time, we know little about the pt. I really do no think that ER physician would know why the pt was originally admitted to the hosp." Further info received on (B)(6) 2010 from the ER physician stated that the cause of death was congestive heart failure and pulmonary edema.